Event description:
Worked intermittently, shorted out. Three handpieces each cut for 1 minute or less, they would sputter out after briefly working. Later the same day, the first handpiece cut for 1:37 then sputtered out like the others.

Manufacturer narrative:
MDR flowchart completed - not reportable. Failure possibly due to broken electrode - refer to CAPA (B)(4). Complaint closed; as of this date, there are (B)(4) documented complaints, the complaint rate is (B)(4). On (B)(4) 2014: opened CAPA (B)(4) to review 2012 complaints. Updated with the following details: completed and attached a current MDR decision flowchart. The DHR for lot 18712-06 was reviewed. The unit met manufacturing specifications when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of 5 units that stopped working. Failure possibly due to a broken electrode. Refer to CAPA (B)(4). A review of the console history was not performed because the console serial number was not reported with the complaint